Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was fully actuated and returned without anchors or suture. No visible damage to the device. A functional evaluation revealed the actuator and tip function as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair procedure using the 'ultra fast-fix', the t2 implant did not trigger, the anchor was stuck in the channel. The t1 implant was successfully removed from the patient. The procedure was finished with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
(B)(4). Foreign zip code (B)(6).